Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed thyroid stimulating hormone (tsh3-ul) test result was obtained on each of three different patient samples on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced a reagent 3 (r3) probe and a faulty acid pump. The cse primed the analyzer. The cause of the falsely depressed tsh3-ul test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One falsely depressed thyroid stimulating hormone (tsh3-ul) test result was obtained on each of three different patient samples on an atellica im 1300 analyzer. The initial results were not reported to the physician(s). The same samples were repeated on the same analyzer and the repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tsh3-ul results.